Manufacturer narrative:
.

Event description:
The customer had an issue with the mx40 where the device did not monitor ECG on a patient for three hours. During this time there was no ECG on the mx40 screen visible while there was a patient connected with the lead set. There also was no inop "lead off" on the screen. The mx40 was still connected to the central station as the patient name and bed label were still visible on the mx40. On the central station there was an inop visible "ECG/arrh alarm off", which was also visible on the mx40, and the battery icon was still showing on the screen. There was no patient harm or injury reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer had an issue with the mx40 where the device did not monitor ECG on a patient for three hours. During this time there was no ECG on the mx40 screen visible while there was a patient connected with the lead set. There also was no inop "lead off" on the screen. The mx40 was still connected to the central station as the patient name and bed label were still visible on the mx40. On the central station there was an inop visible "ECG/arrh alarm off," which was also visible on the mx40, and the battery icon was still showing on the screen. There was no patient involvement.